Event description:
It was reported that during the implant procedure, the atrial lead helix would not extend. The lead was removed from the patient and tested again without success. Another lead was used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that the helix was blocked by the guide tooth and the lead was damaged at implant.